Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The provided implantation operative report was reviewed, but does not aid in the investigation of the reported metallosis, adverse local tissue reaction and elevated ion levels. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal* it was reported that left hip revision surgery was performed on (B)(6) 2013 due to metallosis, adverse local tissue reaction and elevated ion levels. During the surgery brown/gray colored synovial fluid was found and two inferior pockets of synovial metallic debris. A one year follow up reported the plaintiff was overall doing well.

Event description:
It was reported that left hip revision surgery was performed due to metallosis, adverse local tissue reaction and elevated ion levels.